Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the right coronary artery that was moderately calcified and heavily tortuous. After inflation of the 3.0x15 mm trek rx balloon to 8 atmospheres, no contrast could be seen in the balloon. The balloon was thought to be deflated; however, it was hard to see if the balloon had deflated on angiography. Resistance was felt during retraction of the balloon catheter into the ostium of the graft. As dilatation had also been planned for the ostium the balloon was reinflated, this time contrast was seen in the balloon; however, after dilatation the balloon could not be deflated. As the balloon was already in the ostium it was able to be retracted with the balloon fully inflated from the anatomy. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.